Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery while using a reusable handpiece aspiration failure had occurred at the time of irrigation and aspiration. The surgery was completed after replacing the product with another one and there was no harm the patient .

Manufacturer narrative:
One opened irrigation/aspiration (ia) handpiece was received for the report of aspiration failure. The returned sample was visually inspected and found to be nonconforming, with clear foreign material observed in the port hole of the I/a tip. The foreign material was sent for analysis. Particle analysis was performed using scanning electron microscopy and energy dispersive x-ray spectroscopy and identified the following elements: carbon, oxygen, sodium, magnesium, phosphorous, sulfur, chlorine, potassium, and calcium. These elements along with visual characteristics suggest the clear foreign material to be dried salts. The returned sample was found nonconforming with clear foreign material in the port hole of the I/a tip. Particle analysis found the foreign material to be dried salts. Dried salt is not a material that is used in the molded tip manufacturing process or in the packaging process of the molded tip. How and when the dried salt got inside the port hole of the I/a tip cannot be determined from this evaluation, therefore a root cause could not be determined. The most likely root cause is surgical material during use. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery while using a reusable handpiece aspiration failure had occurred at the time of irrigation and aspiration. The surgery was completed after replacing the product with another one and there was no harm the patient .